Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the tubing during the loading sequence. Customer changed pump supplies and an occlusion occurred. Pump supplies were changed again to resolve the issue. Customer's blood glucose was approximately 260-400 mg/dl.